Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserted a sensor and it bled. Customer stated that she hit a blood vessel. Customer's blood glucose was 42 mg/dl. Customer stated that the site was not actively bleeding. Customer had already removed the sensor. Customer was advised that the sensor will be replaced.